Event description:
Olympus (omsi) was informed via service inquiry that the customer high-definition autoclavable camera head has an image defect, ¿image not working¿. The reported problem was found during a routine inspection by the technician at the user facility. No death, injury or harm was reported.

Manufacturer narrative:
The olympus field service engineer went onsite and confirmed the image does not appear and will need to be sent for repair. The referenced device is pending return. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was caused by a faulty cable unit. However, the definitive root cause of the faulty cable unit could not be determined. Olympus will continue to monitor field performance for this device.